Event description:
It was reported that the patient suddenly experienced a low flow alarm with zero flow. Log files revealed that the system controller might have lost partial communication with the left ventricular assist device (lvad) around (B)(6) 2024 at 10:36:48. A pump reset was performed to reestablish communication by disconnecting the driveline with no effect. A computed tomography (CT) scan was performed that revealed potential occlusion of the outflow graft. An urgent thoracotomy was performed, and an external obstruction was found.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft compression could not be confirmed through this evaluation. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The account provided CT images for review. Based on the submitted images, the outflow graft compression could not be confirmed. The controller event log files contained events from 21aug2024 through 26aug2024. Transient low flow hazard alarms were captured on 23aug2024 and 24aug2024. A persistent low flow hazard alarm was also captured on 26aug2024, with flow decreasing to 0.0 lpm. The alarm persisted until the end of the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction and death, that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures", cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". Section 7 of the IFU, ¿alarms and troubleshooting¿ and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient passed away due to multiple organ failure and irreversible shock after revision due to outflow graft compression. The outflow graft obstruction was caused by compression with no twist.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.